Event description:
Maquet received an RMA/potential complaint form stating that the customer had problems with loading the heartstring seal. It was reported that the seal was not in the correct position and had cracks. This is a known and tolerated issue in this hospital. After cutting with the aortic cutter, there was no aortic tissue visible at the normal position (cutting tube/tip). The aortic plug was not found in the aortic cutter after cutting. The procedure was converted and no replacement devices were used. There were no patient complications reported by the hospital. This report is for the aortic cutter.

Manufacturer narrative:
After the procedure, the hospital discarded the product.